Event description:
It was reported that the ilet user experienced sustained hyperglycemia after the pump stopped dosing for several hours due to an empty insulin cartridge, confirmed by engineering logs that showed the device ran out of insulin and dosing ceased. The caregiver sought clarification on alerts for low cartridge volume and was advised that cartridge level is visible in the app, but no specific low-cartridge alert exists, and education and troubleshooting were completed. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no hospitalization and administration of subcutaneous insulin via pen, with the user temporarily disconnected from the pump. Investigation included review of device data and engineering logs. Investigation of this case revealed pump suspension from out-of-drug state and user unawareness of dosing cessation. It was concluded, based on previously established findings for similar reports, that the cause was user error in management of cartridge replacement leading to drug depletion and subsequent hyperglycemia.